Manufacturer narrative:
The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that during a mynxgrip vascular closure device (vcd) deployment, the vcd jammed and the green shuttle would not return to the top. The doctor attempted advancing the green shuttle several times and with one final pull, the whole vcd came out, causing a 12f hole in the elderly patients femoral artery. The vcd will be returned for analysis.

Manufacturer narrative:
The complaint conclusion is being corrected. Complaint conclusion: it was reported that during a mynxgrip vascular closure device (vcd) deployment, the vcd jammed and the green shuttle would not return to the top. The doctor attempted to advance the green shuttle several times and with one final pull, the whole vcd came out, causing a 12f hole in the elderly patient¿s femoral artery. Addendum additional information received indicated that the vcd was being used in conjunction with a 6f procedural sheath introducer following sfa (superficial femoral arterial) stenting. The stopcock of the introducer sheath was opened prior to shuttling the vcd down. Significant resistance was not felt when shuttling down. Excessive force was not applied when shuttling down. When retracting the procedural sheath, unusual force was being applied at the moment that the whole device came out. No kinks were noted in the sheath or device after removal. Manual compression was applied for 20-30 minutes to achieve hemostasis. The patient was noted to have recovered with a large bruise. A non-sterile mynxgrip vascular closure device 6f/7f and an 8f cook procedural sheath involved in the reported complaint were returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The advancer tube and the sealant remained inside of the shuttle cartridge. The syringe was attached to the device as received. Unsheathing the sealant step was performed on the returned device by manually retracting the 8f cook procedural sheath and shuttle cartridge back to the black handle. Resistance was felt during unsheathing the sealant. Subsequent to unsheathing, portion of the mynx sealant was observed scrambled in pieces and the remaining of the sealant was observed covering the balloon proximal tip. Blood was observed on the sealant as well as on the surface and near the proximal end of the advancer tube. Visual inspection at high magnification found that portion of the mynx sealant proximal end was dragged and wedged between the inner of the advancer tube and the outer of the catheter shaft. The condition of the returned device is consistent with a device deployment jam and indicates that the sealant may have been prematurely hydrated and adhered to the catheter and/or shuttle, creating resistance and hindering device from unsheathing the sealant during the deployment. The 8f procedural sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure. No anomalies were observed. A review of the manufacturing documentation associated with lot f1726302 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as the device deployment jam was confirmed. Based on the information provided and the investigation performed, the reported event might have been caused by the sealant prematurely swelling up and increasing the profile, which can create resistance and obstruct the device path during the procedure. In addition, it was reported that the device was used in conjunction with a 6f procedural sheath. However, the investigation showed that an 8f cook procedural sheath was used with the involved mynxgrip 6f/7f. The mynxgrip instructions for use (IFU), lbl9288 rev b, procedure preparation step, states that when using a mynxgrip 6f/7f device, confirm that the procedural sheath is 6f or 7f with an overall length not exceeding 15.7 cm and do not use the mynxgrip 6f/7f device to close access sites where an 8f or larger procedural sheath was used. Failure to follow the instruction may result in a failure to achieve hemostasis during the procedure. Without being present when the incident occurred, the root cause of the reported event could not be conclusively determined. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
Age at the time of event: the patient was reported as "elderly". (B)(4). Complaint conclusion: it was reported that during a mynxgrip vascular closure device (vcd) deployment, the vcd jammed and the green shuttle would not return to the top. The doctor attempted to advance the green shuttle several times and with one final pull, the whole vcd came out, causing a 12f hole in the elderly patient¿s femoral artery. Addendum additional information received indicated that the vcd was being used in conjunction with a 6f procedural sheath introducer following sfa (superficial femoral arterial) stenting. The stopcock of the introducer sheath was opened prior to shuttling the vcd down. Significant resistance was not felt when shuttling down. Excessive force was not applied when shuttling down. When retracting the procedural sheath, unusual force was being applied at the moment that the whole device came out. No kinks were noted in the sheath or device after removal. Manual compression was applied for 20-30 minutes to achieve hemostasis. The patient was noted to have recovered with a large bruise. A non-sterile mynxgrip vascular closure device 6f/7f and an 8f cook procedural sheath involved in the reported complaint were returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The advancer tube and the sealant remained inside of the shuttle cartridge. The syringe was attached to the device as received. Unsheathing the sealant step was performed on the returned device by manually retracting the 8f cook procedural sheath and shuttle cartridge back to the black handle. Resistance was felt during unsheathing the sealant. Subsequent to unsheathing, portion of the mynx sealant was observed scrambled in pieces and the remaining of the sealant was observed covering the balloon proximal tip. Blood was observed on the sealant as well as on the surface and near the proximal end of the advancer tube. Visual inspection at high magnification found that portion of the mynx sealant proximal end was dragged and wedged between the inner of the advancer tube and the outer of the catheter shaft. The condition of the returned device is consistent with a device deployment jam and indicates that the sealant may have been prematurely hydrated and adhered to the catheter and/or shuttle, creating resistance and hindering device from unsheathing the sealant during the deployment. The 8f procedural sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedure. No anomalies were observed. A review of the manufacturing documentation associated with lot f1726302 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Addendum additional information received indicated that the vcd was being used in conjunction with a 6f procedural sheath introducer following sfa (superficial femoral arterial) stenting. The stopcock of the introducer sheath was opened prior to shuttling the vcd down. Significant resistance was not felt when shuttling down. Excessive force was not applied when shuttling down. When retracting the procedural sheath, unusual force was being applied at the moment that the whole device came out. No kinks were noted in the sheath or device after removal. Manual compression was applied for 20-30 minutes to achieve hemostasis. The patient was noted to have recovered with a large bruise.